Event description:
Patient underwent total knee replacement on 2016 with placement of bard davol cws 400 closed suction kit. On (B)(6) 2016, the nurse removed the drain with "no resistance" and "appears intact." On (B)(6) 2016, an x-ray was taken showing that a portion of drain was left inside the patient. This is now the fifth case with five different (highly experienced) nurses and two different surgeons, but all total knee replacements. We have had zero problems with placement during spine surgery.